Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported unexplained low blood glucose as low as 40 mg/dl. She stated that the blood glucose dropped drastically after dinner. Customer stated that she may need to change the settings and declined troubleshooting. Nothing further was reported.